Manufacturer narrative:
(B)(6) 2015 - - initial mfg report # 1031452-2014-04766 was submitted to the FDA on (B)(6) 2014. This initial report was submitted as a death. The product, an irc5lx concentrator, was not involved in the passing of the end user. End user was in hospice care when he passed and his concentrator was at his home, not being used for a period of 3 months or more. The dealer called in when he received the rental unit back to do some troubleshooting with tech services due to the unit alarming for low o2 and it was just mentioned that the user had passed away, no details at the time of the initial call. The following sections have been

Event description:
Dealer received the rental irc5lx concentrator back after user passed while in hospice. Unit was alarming due to low o2. Concentrator was at users house, not being used, when user passed away. Low o2, dealer states the end user died, but would not report how the end user died.

Event description:
Low o2, dealer states the end user died, but would not report how the end user died.